Manufacturer narrative:
E1- initial reporter phone: (B)(6).

Event description:
It was reported that the stent did not fully expand and migrated, requiring additional intervention. A carotid wallstent was selected for use to treat recurrent stenosis in the left carotid artery. The target vessels were very elongated with 70-80% stenosis. Prior to the procedure, the patient suffered from hemiplegia and speech impairment. During the procedure, when the stent was released, the end did not open to its intended diameter and the stent migrated slightly. An attempt was made to probe the unopened end of the stent with an unknown 2 mm balloon, but the tip of the balloon was unable to enter the stent. The physician was wary to try further intervention for fear of breaking off thrombi, so the procedure was completed. There was sufficient blood flow via the collaterals from the right side. Following the procedure, the patient condition deteriorated slightly, with increased hemiplegia and slightly slurred speech. The following day, the patient underwent sonography, which revealed no further dilatation of the stent at the end. No further information was provided to boston scientific.

Manufacturer narrative:
(B)(6). Investigation results: device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the carotid wallstent device confirmed that the reported events are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the stent did not fully expand and migrated, requiring additional intervention. A carotid wallstent was selected for use to treat recurrent stenosis in the left carotid artery. The target vessels were very elongated with 70-80% stenosis. Prior to the procedure, the patient suffered from hemiplegia and speech impairment. During the procedure, when the stent was released, the end did not open to its intended diameter and the stent migrated slightly. An attempt was made to probe the unopened end of the stent with an unknown 2 mm balloon, but the tip of the balloon was unable to enter the stent. The physician was wary to try further intervention for fear of breaking off thrombi, so the procedure was completed. There was sufficient blood flow via the collaterals from the right side. Following the procedure, the patient condition deteriorated slightly, with increased hemiplegia and slightly slurred speech. The following day, the patient underwent sonography, which revealed no further dilatation of the stent at the end. It was further reported that the issue was related to only the proximal end of the stent. The target lesion had severe tortuosity.